Event description:
It was reported to philips healthcare that the device had a paddles error and the paddles cannot connect to the device. There was no negative patient impact.

Manufacturer narrative:
(B)(4).